Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece gets hot and has no power. Patient impact is unknown. Additional information has been requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the healthcare provider. The reported event occurred during a cataract extraction with intraocular lens procedure. No system message was displayed. No product was exchanged. The surgery was completed. There was no patient impact.

Manufacturer narrative:
Additional information has been provided. The phaco handpiece was received and a visual assessment of the returned sample found a nonconforming strain relief. The returned handpiece underwent a flow rate test and met specifications. The returned handpiece was connected to a calibrated system. The system message (sm) - [tune failed ¿ loose tip] displayed when the phaco handpiece attempted tuning. No further functional testing could be performed. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The phaco handpiece was manufactured on october 1, 2013. Based on qa assessment, the product met specifications at the time of release. The reported event of high temperature and no phaco power was unable to be confirmed. Moisture was found within the electrode chamber of the handpiece during testing; however, it remains inconclusive if the moisture observed was a contributing factor to the high temperature and phaco power issues reported. Unrelated to the reported event, the moisture ingress within the handpiece was found to be causing system message (sm) - [tune failed ¿ loose tip] to display when the handpiece attempted tuning. In addition, the strain relief was found nonconforming. The root cause of the reported event of high temperature and no phaco power cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).